Event description:
A health care professional reported that a patient with fair skin underwent injections of restylane (2 syringes) on 28 february 2006 into the bilateral nasolabial folds. Anesthesia in the form of lidocaine was injected pre-procedure. Immediately following the injections the physician noticed a red, purple line running up the side of the patient's right nose to the brow bone. The physician advised the patient to apply ice to the area. In 2006 the patient contacted the physician and reportd that she had burning in the right nostril. The injection physician was referring the patient to a dermatologist and had scheduled a follow up appointment in two weeks. The physician was calling for medical advice during follow up with the physician's office 14 days later it was reported that the patient was seen by a dermatologist on an unspecified dated in 2006 who took a culture of the right side of her nose. Culture results were positive for shingles on the right side of the patient's face. In 2006 the patient had a follow up appointment with the injecting physician who indicated that her face was looking better and the symptoms were slowly resolving. The physician was not sure if the manipulatiion of restylane injected into the right nasolabial fold was the cause of the patient's shingles. No further information is expected.